Event description:
It was reported that during the implant attempt it was not possible to connect the lead to the device header because the setscrew was blocked. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however setscrew damage was noted.